Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. It is unknown if the patient was wearing the lifevest.   The device was started up at 17:46:31 on (B)(6) 2020. From 18:45:25 to 20:38:25 on (B)(6) 2020, an arrhythmia was detected eight times. ECG shows sinus rhythm from 80-90 bpm with bigeminy, and electrode lead fall off. The rhythm then degrades to vt @ 230 bpm with motion artifact. The rhythm then transitions briefly to nsvt transitioning back to vt @ 230 bpm with motion artifact and electrode lead fall off. The rhythm then slows to vt @ 170 bpm motion artifact, electrode lead fall off and fusion beats. The device properly detected vt from approximately 20:32:21 until 20:53:14 on (B)(6) 2020. Response button use, motion artifact, heart rate at or below the threshold for treatment, and electrode lead fall off prevented the lifevest from treating the patient during these two times on (B)(6) 2020. At 20:52:07 , an arrhythmia was detected with response button use intermittently. ECG shows vt @ 170 bpm. The device was shut down at 21:12:09 on (B)(6) 2020. Per holter monitor, electrode lead falloff was seen from 21:11:15 until device shutdown. The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the electrode belt and monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.